Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of when plug in lights up will not turn on. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre and observed the burnt pca. The customer complaint was not reproduced. There was 5 error codes has been identified. The device was scrapped.